Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): 5076 implantable pacing lead 2008-(B)(6), 4193 implantable pacing lead 2008-(B)(6). (B)(4).

Manufacturer narrative:
Additional information received indicated the patient is deceased and died approximately one week after the initial event. The death was reported as a non-defined cardiac arrest. No additional information was received.

Event description:
It was reported the patient was taken to the hospital due to cardiac arrest. Cardiopulmonary resuscitation revived the patient and the patient was hospitalized. Device interrogation revealed high impedance measurements. There was also some minor indications of noise on the lead which could be due to the patient's cardiac condition. It was noted the lead delivered shocks due to ventricular fibrillation, but the patient was not responsive to the therapy. Lead replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing was associated with the right ventricular lead. There were eight patient alerts for out of tolerance subthreshold lead impedance measurements between (B)(4) 2010 and (B)(4) 2013. Weekly pace lead trend data shows minimum and maximum rv pace impedance measurements range from 2416 to 3008 ohms between (B)(4) 2011 and (B)(4) 2013. There were also 10 ventricular nonsustained tachycardia episodes less than or equal to 210ms on (B)(4) 2013. There were two ventricular fibrillation episodes less than or equal to 210ms average ventricular cycle on (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.